Manufacturer narrative:
The device was not returned for evaluation. A device history record review and complaint trend analysis could not be conducted as the product code and lot number are unknown. An event description search on post market surveillance literature associated with revision surgery for inadequate restoration and stress fracture was performed indicated that there were no reported complaints other than this one for issues of this nature. The root cause unknown. No product failures have been identified. No corrective action/preventive action is necessary at this time as there were no product failures indicated and no systematic trend has been identified. Therefore, this complaint file will closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Medical safety reported complaints from literature that was reviewed as part of post market surveillance reporting. Literature article 10: preliminary results of the effect of prophylactic vertebroplasty on the incidence of proximal junctional complications after posterior spinal fusion to the low thoracic spine (martin, c.) Publication date jan 2013. Clinical findings determined by medical safety and complaint management: n=2 revision surgery. Yes for inadequate restoration and stress fracture the following mfg. Medwatch reports are being filed for the two events involving inadequate restoration and stress fracture: 1526439-2014-11931. 1526439-2014-11932.